Event description:
It was reported that the patient passed away due to a hemorrhagic stroke as revealed through a computed tomography (CT) scan. There were no changes to the patient's condition or anticoagulation status that could have contributed to the event. The death was note considered to be device related and the pump operated as intended. The pump was not explanted.

Manufacturer narrative:
A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
A computed tomography (CT) was performed which showed a maturing acute-subacute right middle cerebral artery (mca) distribution infarct with hemorrhagic conversion. There was stable mass effect on the right cerebral sulci as well as right lateral and third ventricles with asymmetric enlargement of the left lateral ventricle and transependymal resorption of csf. Evolving subacute right temporo-occipital lobe infarct.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacture¿s investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.